Manufacturer narrative:
N/a.

Event description:
Loss of integration and bone loss and patient did have some pain. No other information reported.

Manufacturer narrative:
N/a

Event description:
Loss of integration and bone loss and patient did have some pain. No other information reported.